Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes the cap separated from the tube inside of a holder in 1 device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 1 photo for investigation, which indicated a stopper pop off. A total of 10 retained samples were functionally tested and none of the cap/stopper assemblies popped off. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper pullout. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes the cap separated from the tube inside of a holder in 1 device. No adverse impact was reported regarding the patient or user.